Event description:
It was reported that during a left internal carotid procedure, the accunet was delivered and pre-dilatation was performed. The 7x20 acculink was advanced, but during placement, the device jumped forward and the stent was deployed in an unintended site. The stent delivery system was removed, at which time the 6 fr introducer sheath was pulled back to the common carotid, losing access. A 6x30 acculink was advanced to treat the target lesion, but it would not advance through the deployed stent, so it was removed. A viatrac balloon was used to post-dilate the stent, then the catheter was retracted, but could not be pulled into the sheath, which had prolapsed back into the aortic arch. It was noted that the accunet guide wire had broken into two pieces. The sheath was straightened and advanced over the broken part or the guide wire, allowing the balloon and the proximal piece of guide wire to be removed. A snare was used in an attempt to remove the filter, but as it was being retracted, the guide wire broke again, leaving it in two pieces in the patient. Forceps were used to grab the guide wire that was attached to the filter. The open filter was pulled through the stent and removed from the patient. The other piece of broken guide wire remains in the discending aorta. A new accunet and acculink were used to complete the procedure. No neurological events were reported. The patient was doing fine and has been discharged.